Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that they get a new insulin pump and was working on it but the old insulin pump stopped working. The customer stated that the time was advancing. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display or button error alarm noted during testing. However, device had unresponsive act and down buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test and displacement test due to unresponsive button.